Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead triggered a lead safety switch to unipolar configuration and was oversensing because of this. Patient has complete heart block. Noise was tracked by the device so there was no pacing inhibition, just periodic. The av delay was extended, which then found there was some av conduction. Bipolar configuration showed even more noise than unipolar. Testing showed 380 ohm impedance measurements in unipolar and 280-290 ohms in bipolar. Thresholds are 1.3v in unipolar and 1.4v in bipolar. Atrial pacing was programmed to unipolar and sensing was programmed off. With intact conduction, the patient should still have vvi 60 pacing even if the atrial lead should become non-functional. The physician is pleased with the programming changes and monitoring for now, with an understanding that the patient may need a lead revision in the future. No adverse patient effects were reported.